Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers; therefore, a generic si system is reported. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. This medwatch report represents the death event noted in the article. Refer to section h10 for the medwatch report for the related injury events. A review of the article performed by an intuitive surgical medical safety officer (mso) concluded that based on the information provided in the summary of events, insufficient information is provided to determine if any intuitive surgical products or instruments contributed to this event. An article comparing laparoscopic and robotic resection of rectal cancers reported one patient in the robotic group that died as a result of multisystem organ failure secondary to peritonitis. Although no allegations are made against the robotic equipment, the details of how this occurred are not provided. Citation: rogier-mouzelas f, piquard a, karam e, et al. Comparison of a robotic surgery program for rectal cancer: short- and long-term results from a comparative, retrospective study between two laparoscopic and robotic reference centers. Surg endosc 38, 3738¿3757 (2024). Https://doi.org/10.1007/s00464-024-10867-y. Section b3: date of event - due to lack of specific information regarding the event date associated with the adverse event, the article published date was used. Section e: initial reporter - the study involved two tertiary colorectal centers in france. The site information in section e is the designated author's site. It is unknown in which hospital the death event occurred. The second study site was university hospital of orleans, 14 avenue de l¿hôpital, 45100 orleans, france.

Event description:
A literature article described a study to compare perioperative morbidity, short- and long-term oncological, and functional outcomes between robotic-assisted surgery (ras) and laparoscopic-assisted resection (lar) approaches. The study was a retrospective study that included all rectal cancer surgeries performed by ras or lar in two colorectal surgery centers between june 2015 and august 2021. A total of 197 patients were included in the study of whom 60 underwent ras and 137 underwent lar procedures. There was one death that occurred within 30 days of surgery in the ras group. The cause of death was multiorgan failure secondary to postoperative peritonitis. There were no da vinci device issues reported in the article. Multiple requests for additional information from the designated author were made, but no response has been received.